Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the "screw of the lead was stuck in the out position." It was also reported "there was a definite catch when trying to screw the lead in and out. A different lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted and tissue visible in it. Used alcohol to loosen and remove tissue, helix extends and retracts within specification, but was found bent. If information is provided in the future, a supplemental report will be issued.